Event description:
It was reported, that there was a black dust-like substance on the tube. An encore-26 was selected for use. During procedure, it was noted, that the device has a black dust-like substance on the tube. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: during inspection of the device, some black spots over the flexcil line were observed. It was confirmed, that the black spots are smaller than the 1.00 square millimeters. Media inspection was performed, with the images the customer provided. The first image identified, a general picture of the encore device with no damages observed. The second image was a zoomed picture of the flexcil line of the encore device with a black spot in its surface (blurry image). The third and fourth images were pictures of the flexcil line of the encore device with a black spot in its surface. The black spots over the flexcil line are consistent with the returned device. And confirmed the reported complaint.

Event description:
It was reported that there was a black dust-like substance on the tube. An encore-26 was selected for use. During procedure, it was noted that the device has a black dust-like substance on the tube. The procedure was completed with another of the same device. No patient complications were reported.